Event description:
Reporter stated that the inform ii meter was dropped from a height of approximately 80 centimeters. Upon impact, the device reportedly began smoking and was subsequently removed from the hospital ward. Reporter noted that a burn mark was found on the floor. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect device for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.